Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he tries to put in his carbs, he gets a broken force sensor was detected during seating or regular alarm on the insulin pump. Customer stated that he also got motor error alarms 3 times in the last month. Customer was trying to bolus with the bolus wizard. Customer reported that they were able to complete the pump rewind. Customer cannot get into the pump at this point because of the alarm. Customer performed the displacement test. Customer stated that he cannot rewind without receiving the alarm for a broken force sensor detected. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the history file. The currents are within specifications and passed rewind, basic occlusion, prime and displacement test. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No a35 alarm. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.